Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The meter serial number was invalid/unavailable for a device history record review. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 11pm on (B)(6). The patient reported experiencing symptoms of ¿incoherent and tired¿ at 10:45pm. The patient reported testing their blood glucose on the subject meter and obtained a reading of 125mg/dl. The patient reported that the emergency medical services were contacted and the patient was treated with IV dextrose. The patient reported obtaining a blood glucose reading of 41mg/dl on the ems meter. The time difference between the reported readings was less than 30 minutes. Based on statistical methodology the reported readings do not meet lifescan¿s criteria for accuracy. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient became hypoglycemic and required treatment from an hcp while using the subject meter.

Manufacturer narrative:
Follow up #2 this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The narrative should have read: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The meter serial number was invalid/unavailable for a device history record review. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.